Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site. A call was placed for no sample delivered and no error posted. The technician visually saw no sample delivered to position # e7 on plate and aborted the entire plate. The fe was not able to reproduce the issue. The fe performed tip pick up and eject performance tests with no errors. The fe ran and passed multiple lld checks in diagnostics and oas software. Repairs have returned this instrument to expected operation.